Manufacturer narrative:
H3: one device was received for analysis. The service history review found no repair history. The customer reported issue was confirmed by checking the plunger head where it was verified that plunger printed circuit board (pcb) was faulty. To solve the issue the plunger pcb was replaced. The device was calibrated, greased and reset to standard configuration. The device passed all the testing and is fully operational.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a syringe not in place error message appeared. There was no patient involvement.